Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, lung disease, respiratory failure, pulmonary fibrosis, bronchitis and persistent cough. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was scratched ui panel. The unit was without any contamination. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging skin irritation, respiratory tract irritation, lung disease, respiratory failure, pulmonary fibrosis, bronchitis and persistent cough. There was a report of serious or permanent harm or injury. No medical intervention was specified by the patient. During the evaluation of the device at the third-party service center, the device was visually inspected and visible foam particles were not observed. The cosmetic defect found was scratched ui panel. The unit was without any contamination. The device's event log was reviewed by the service center and no error code found. Additionally, the patient¿s complaint was not confirmed, and the device was corrected. In this report I have corrected b5 verbiage and product UDI (rfb), patient outcome code grid has been updated.